Event description:
It was reported that liquid in battery compartment was detected. There was unknown patient involvement.

Manufacturer narrative:
B3 unknown. One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical evaluation of the device found damaged dso seal and liquid in battery compartment. Occlusion test was used and found defective dso sensor. The dso seal and battery compartment were replaced. To correct primary complaint.